Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the manifold valve was sticking. Additional malfunctions include the on/off switch was broken and had no alarm.